Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period

Event description:
It was reported that the pump was experiencing acu watchdog failure (audio alarm failure, and main printed circuit board (pcb) failure. There were no reported patient involvement and no patient harm.